Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 100% sodium chloride 100 ml bag with added ampicillin and sulbactam for a total of 150ml had 100 ml leftover after the infusion had completed. The customer had to reprogram twice to deliver entire amount. There was patient involvement, but no harm.